Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from (B)(6) that during a rotator cuff repair surgery, while using vapr s90 4.0mm w/integr hdp -ea device, the customer reported that sparks appeared after starting up the vaporization. There was visible defect on the electrode side and the cable on the console side was cut. The electrode was changed to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the sparks appeared after the starting up of the vaporization (like a mini electrical arc). Visible defect on the electrode side: black duty. (The cable on the console side was cutted by the operating room team, after the use ). The device was received and evaluated. Visual observations revealed that the tip has evidence of contact marks (black marks on surface). Also, the active tip is in a used condition, with evidence of activation. Surgical residue visible in suction tube. In the information provided by the customer it is mentioned that the cable/ plug was cut, because of this, it was found that this section was broken. There are not visible damage to the device shaft, handle. The electrical and functional test were not performed, due to the damage in the cable. The manifold shows signs of the ceramic beginning to melt and the failure mode we can see is consistent with previous investigations which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA-101379. A manufacturing record evaluation was performed for the finished device [u2002037] number, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [u2002037] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.